Manufacturer narrative:
The blade will not be returned to the service center for evaluation as it was discarded after the procedure. The cause of the reported event cannot be determined.

Event description:
The service center was informed that during a therapeutic sinuplasty/turbinate reduction procedure, the heat shrink separated from the blade at the distal end. No unexpected bleeding reported. No pieces of plastic fell into patient to surgeons knowledge. Procedure was completed with the same blade. The patient did not need a longer stay or additional procedures. The procedure was not delayed. There was no patient injury reported. In addition, the blade was inspected before the case and no abnormalities were found.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the results of a device history record (DHR) review and update to section h6. Device history records (DHR) review was performed based on olympus surgical technologies america (osta) shared DHR location. There were no deviation noted in the DHR. Unit was built per osta process and operation sequences were listed properly. There was no scrap activity. Pre assembly, post assembly and functional tests were performed. Device passed all functional tests. Due to no device return, a definitive root cause of the reported complaint cannot be determined at this time.